Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for re-implant of a device due to erosion. It was noted that apparently patient is allergic to chlorhexidrine that was used as a scrub prep to operative site and had a reaction that resulted in the skin breaking down and subsequently compromising implant site. The device was explanted and replaced. The patient condition before and after the procedure was stable. The device was discarded.